Event description:
Reportedly, during the original surgery, the device was difficult to remove from the cavity. One week after the surgery, confirmed there was a major leak from the anastomosis site. A re-operation was performed. Procedure: side to side anastomosis.